Event description:
The manufacturer received information alleging a ventilator's exhalation was not working. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The ball screw was not working smoothly. The device will not be repaired at this time.